Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) device reset occurred. It was noted to be a partial reset as the programmed parameter values were unchanged. However, rate histogram and percentage pacing data had been cleared. The device was interrogated, the alert was cleared, and the device remains in use. No patient complications have been reported as a result of this event.